Event description:
The customer contact reported a tubing separation. The patient was receiving an unspecified maintenance solution. After an unspecified length of time in use, the tubing separated from the spike. The nurse was with the patient at the time of the separation. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.